Manufacturer narrative:
Update 20-nov-2025: the explant actually occurred on (B)(6) 2025. Update 12-nov-2025: abnormal impedance (high) and noise events continued to be recorded, so an operation to replace the device and lead was performed on (B)(6). Update from the analysis results based on physical device analysis: the ICD and the lead were received for analysis on december 1st, 2025, and subjected to a thorough investigation. Analysis results of the ICD: an incoming visual inspection of the ICD revealed no anomalies. The ICD interrogation was properly feasible and it revealed the battery status bos. The memory content of the device was inspected. The analysis revealed a right ventricular pacing impedance of >3000 ohm between october 18th and 25th, 2025. The impedance measurement functions of the device were tested and proved to be fully functional. No out of range impedance was measured. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. Furthermore the header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. In a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were analyzed. Analysis proved the ICD to be free of faults and fully functional. The clinical event was not reproducible. Analysis results of the lead: upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Electrical testing demonstrated that, under tensile load, the pacing impedance increased to values greater than 3000 ohms, aligning with the clinically observed out of range impedance. Further in depth examination of the lead body identified a fracture of the conductor cable to the ring electrode located approximately 6 cm distal to the df4 connector pin. This damage is considered the root cause of both the observed impedance deviation and the reported oversensing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Although the manufacturing documentation revealed no deviations, the possibility of damage occurring during the assembly process cannot be fully excluded. Consequently, corrective actions have been initiated to further investigate the root cause and to implement measures aimed at preventing recurrence of this isolated issue. Based on the analysis findings, a replacement free of charge will be provided.

Event description:
Abnormal impedance alert (low) was confirmed via remote monitoring on (B)(6) 2025. There were no abnormalities for the following 6 days. Short interval was detected several times and the date was related to the detected date of abnormal impedance. After that, abnormal impedance alert was increasing, so a follow-up was done. No abnormalities could be found during the follow-up. Therefore, a lead malfunction is not suspected at this time but there is a possibility that the device has a malfunction. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.